Manufacturer narrative:
H10: the actual device was not available; however, two videos of the sample were provided for evaluation. The visual inspection of the two provided videos showed the product during treatment with water drops visible inside the header area. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with a polyflux 140h, an external fluid leak at the cap was observed. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.